Manufacturer narrative:
(B)(4). Date sent: 4/14/2016. Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. Additional information was requested and the following was obtained: what type of procedure was the device used in? No information please explain the reported, handle could not be grasped when a novice doctor fired the device without checking the gap setting scale. Prior to when the novice doctor could not grasp the device handle, had the device been closed with the indicator in the gap setting scale? No. He/she did not check the gap setting scale when the device was closed. Did the novice doctor attempt to fire the device prior to it being fully closed on the patient tissue? Yes. Were there issues with the adjusting knob? No. Was there difficulty in closing the device? No.

Event description:
It was reported that during an unknown procedure, the firing handle could not be grasped when a novice doctor fired the device without checking the gap setting scale. Then, it was found that the indicator was out of the green zone and staples were slightly protruded. The adjusting knob was rotated again to close and the device was fired. However, the deployed staples were malformed though the target tissue was cut. Suturing was performed in whole to complete the case. There were no adverse consequences to the patient. No device will be returning.